Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked into its sealed overpouch. The device had been filled with 750mg vancomycin in 120ml 0.9% sodium chloride solution. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection of the photo was performed which noted fluid inside the over pouch that contains the infusor device which suggests a leak has occurred. However, the exact location of leak on the device and the cause of leak could not be determined via the photo. The reported condition was verified. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.